Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was reprogrammed and the patient experienced stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth.